Manufacturer narrative:
A visual examination of the returned device revealed that the handle was locked and the clip assembly was deployed and not returned. Additionally, the bushing arm was bent and the mini-sheath was slightly buckled. The reported event of difficulty releasing clip was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a hemostasis clipping procedure in the cardia portion of the stomach on (B)(6) 2011. According to the complainant, the clip was deployed onto the tissue, but did not disconnect well from the delivery catheter. When the physician pulled the catheter back, the clip came off the mucosa and caused more bleeding. The physician used additional clips to treat the bleed and complete the procedure without complications. The patient was reported to be "okay" post procedure.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a hemostasis clipping procedure in the cardia portion of the stomach on (B)(6), 2011. According to the complainant, the clip was deployed onto the tissue but did not disconnect well from the delivery catheter. When the physician pulled the catheter back, the clip came off the mucosa and caused more bleeding. The physician used additional clips to treat the bleed and complete the procedure without complications. The patient was reported to be "okay" post procedure.